Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient had a blood glucose in excess of 500 mg/dl, with large ketones. The reporter was unwilling/unable to troubleshoot. The complaint is being reported as customer support considered this a potential inaccurate delivery issue and the patient experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.